Manufacturer narrative:
Reasonable attempts were made to obtain the subject device from the user facility. If the device is returned, a f/u MDR will be filed.

Event description:
It was reported that during a procedure to remove kidney stones, a fiber tip broke off in the bladder. It was further reported the tip was removed without further incident and the procedure was completed without impairment.